Event description:
The customer reported via phone call indicating that he had a high blood glucose but not hospitalized. Customer's blood glucose was 438 mg/dl. The customer was treated with insulin pen. Customer stated that insulin pump is working and declined to performed high pressure test. Customer want to do manual bolus and was advised to monitor very carefully the amounts dispersed if the sensitivity is 100.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.